Event description:
A new event was reported for this patient. On (B)(6) 2009 the patient experienced a restenosis.this male patient was enrolled in (B)(4) registry. At the time of the initial index procedure, angiography revealed an 85% stenosis in the ostium of his right internal carotid artery. The lesion was described as eccentric and mildly tortuous with circumferential calcification. The lesion length was 5mm. The reference vessel diameter was 5.7mm. Baseline medications included aspirin and clopidogrel. An angioguard rx was advanced beyond the target site and the 6mm basket was successfully deployed. Pre-dilation was not documented. An 8.0 x 40mm precise rx stent was deployed in the target lesion without complication. The angioguard was successfully retrieved. Post-procedure stenosis was 30%. Upon inspection, there was no debris noted in the filter basket. There were no reported procedural complications. After approximately 2 days of hospitalization, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
He was admitted for a 6-month follow-up carotid angiographic evaluation that revealed 95% in-stent restenosis in the ostium of his right internal carotid artery. The patient had continued to take aspirin and clopidogrel since the index procedure. An angioguard rx with a 6mm basket was deployed without difficulty prior to the repeat stenting. A 7.0 x 30mm precise pro rx stent was implanted over the original precise stent without difficulty. The angioguard device was successfully retrieved. There were no neurological deficits related to the re-stenosis or the stenting procedure. The patient was discharged the following day on aspirin and clopidogrel. His stroke score was 0 at the time of discharge. According to the investigator, the event was not related to the index procedure or cordis products. Pt had ultrasound on (B)(6) 2009, which showed evidence of restenosis in the right internal carotid in the area of the stent. On (B)(6) 2009 the patient was admitted for re-angiogram which revealed a 99% restenosis in the stents in the right internal carotid artery. This was treated with balloon angioplasty with distal embolic protection device. The procedure was successful with no residual stenosis noted. Additional information will be submitted within 30 days of receipt. This is one of two related event occurring in the same patient. Please reference MFR report #s 9616099-2008-02788 and 9616099-2010-00501.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13328826 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. This is one of two related event occurring in the same patient. Please reference MFR report #s 9616099-2008-02788 and 9616099-2010-00501.